Manufacturer narrative:
Analysis of the neurostimulator model 977a260, serial # (B)(4) showed no significant anomalies and that the device was at normal end-of-life (eol). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3550-29, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the device was explanted and returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. The caller reported that the device was at end of service (eos). The patient stated that she had the device for 2 years and thought it was supposed to last longer. The patient reported that she was experiencing pain located in her legs. The patient also reported that for the last 5-6 months she had been feeling stimulation on and off and had to turn the stimulation up higher than she ever had to in the past. The patient was to follow up with her healthcare professional. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.